Manufacturer narrative:
New information: b5, e1, e2, e3, g2, g3, h2.

Event description:
New information received notes the patient's implantable cardioverter-defibrillator presented with post-paced t-wave over-sensing. No changes were reported. The patient status was stable.

Event description:
It was reported a patient's implantable cardioverter-defibrillator presented with over-sensing. No changes were reported. The patient status was unknown.